Event description:
Correction: the initial MDR submitted on march 12, 2024 was filed inadvertently. No infection had occurred and the antibiotic treatment previously reported was prescribed as a prophylactic treatment.

Event description:
Per the clinic, the patient experienced an infection at the incision site and subsequently was treated with antibiotics (specific type, date and duration not reported). Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.